Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an increase in pacing impedance and in pacing thresholds. The impedance is out of range. A boston scientific technical services (ts) consultant recommended lead testing. Five years later, this device was returned for analysis without further clinical allegation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed this device has a loose header. A thorough evaluation of the device was performed. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A review of the memory revealed no irregularitied and the impedance measurements were normal while implanted. Analysis could not determined when the header became loose.